Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's right coronary artery. Approx. Several hours later, the pt had recurrent chest pain and was sent to the cardiac cath lab for evaluation. A dissection immediately adjacent to the distal edge of the deployed stent and an acute closure of the stented vessel were noted. An acute myocardial infarction and stent thrombosis were diagnosed. A second coronary stent with delivery system was successfully deployed distally to the existing stent. There were no additional clinical sequelae reported relative to the event.